Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, and not prescribing antibiotics pre-operatively have been ruled out. However, the incision site was not irrigated with an antibiotic solution before closure which may have contributed to the report of infection. Additionally, it was reported the location of the infection is on their upper thigh where their stomach fold lands when seated and standing. Deep in the stomach fold there was skin yeast due to retained moisture. Lastly, the patient wears disposable undergarments for incontinence which may have exposed the area to more excrement than normal. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: surgical issue as the incision site was not irrigated with an antibiotic solution before closure (user error-clinician). Patient is a poor candidate due to health, weight, age, or mental capacity (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection at the incision site. IV antibiotics were prescribed. However, the incision site did not show positive signs of clearing. The patient was referred to an orthopedic surgeon due to the proximity of the neurostimulators to their orthopedic hardware. The orthopedic surgeon plans to do a clean out procedure of the incision site, close the wound, and give additional IV antibiotics for 24 hours. The patient had a washout procedure on (B)(6) 2025. The surgeon felt the infection was superficial enough to be cleaned/removed and allowed the devices to remain implanted. As of (B)(6) 2025, the patient attended their post-operative appointment where the wound was healing well with no signs of infection or drainage.